Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient reports pain and popping in hip. Recent blood test showed elevated chromium levels of 9.7.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No devices have been returned for examination and are presumed yet implanted. Device history records have been reviewed for the known product/lot combinations with no related deviations or anomalies identified. A device history records review was not possible for the hole eliminator device as the lot code provided was not a valid depuy lot. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Additional narrative:  product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot null . Device history batch null . Device history review null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient reports pain and popping in hip. Recent blood test showed elevated chromium levels of 9.7. **update (B)(6) 2016** litigation received. The litigation alleges the patient suffers from pain and extreme weakness. Update (B)(6) 2017 pfs and medical records received. Pfs alleges clicking and trouble with walking and sitting. Dor was provided. After review of the medical records for MDR reportability, the revision operative note confirmed elevated metal ion levels (with labs), no signs of metallosis/pseudotumors and the cup was noted to be retroverted. It should be noted the cup wasn't revised. The lot number for the hole eliminator is being updated. The complaint was updated on: (B)(6) 2017 / investigation method: no devices have been returned for examination and are presumed yet implanted. Device history records have been reviewed for the known product/lot combinations with no related deviations or anomalies identified. A device history records review was not possible for the hole eliminator device as the lot code provided was not a valid depuy lot. A letter was sent to this patient in july 2015 requesting that medical release forms be signed and returned to depuy giving permission so that among other information, x-rays and medical records could be obtained to assist in this investigation. On (B)(6) 2015 the patient communicated to depuy that she will not be returning the authorization forms. Investigational inputs were requested as indicated per internal procedures for this failure mode, however no information was provided to depuy without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No changes to previous investigation / / investigation summary: patient reports pain and popping in hip. Recent blood test showed elevated chromium levels of 9.7. Doi 2009 no revision (right hip) no devices have been returned for examination and are presumed yet implanted. Device history records have been reviewed for the known product/lot combinations with no related deviations or anomalies identified. A device history records review was not possible for the hole eliminator device as the lot code provided was not a valid depuy lot. Corrective action was not indicated. **update (B)(6) 2016** litigation received. The litigation alleges the patient suffers from pain and extreme weakness. No changes to previous investigation.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient reports pain and popping in hip. Recent blood test showed elevated chromium levels of 9.7. Update jul 14, 2016. Litigation received. The litigation alleges the patient suffers from pain and extreme weakness. Update 2/15/2017. Pfs and medical records received. Pfs alleges clicking and trouble with walking and sitting. Dor was provided. After review of the medical records for MDR reportability, the revision operative note confirmed elevated metal ion levels (with labs), no signs of metallosis/pseudotumors and the cup was noted to be retroverted. It should be noted the cup wasn't revised. The lot number for the hole eliminator is being updated.

Manufacturer narrative:
(B)(4).